Manufacturer narrative:
On 7-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that it was found during stocking that a thermocool® smart touch® sf bi-directional navigation catheter had a hair in the sterile packaging. The d-f thermocool stsf catheter had a hair in the sterile packaging before the packaging was opened. The thermocool stsf catheter with the hair in the packaging was discovered while stocking. No patient involvement and no procedure. It was confirmed that the package was completely sealed and undamaged. Compromised sterilization is MDR-reportable.

Manufacturer narrative:
On 13-feb-2022, the product investigation was completed. It was reported that it was found during stocking that a thermocool® smart touch® sf bi-directional navigation catheter had a hair in the sterile packaging. The d-f thermocool stsf catheter had a hair in the sterile packaging before the packaging was opened. The thermocool stsf catheter with the hair in the packaging was discovered while stocking. No patient involvement and no procedure. Device evaluation details: according to pictures provided by the customer, a foreign material inside the packaging was observed, presumably hair. Visual analysis was performed and it was observed a foreign material presumably a hair on the smart touch bidirectional sf catheter. A manufacturing investigation was performed, and the result showed that this issue is related to the manufacturing process since hair was observed inside the pouch/packaging. An awareness training was performed to the production associates to improve the process. A manufacturing record evaluation was performed for the finished device [30604717l] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).